Event description:
It was reported that after the surgeon inserted an aq2010v three piece silicone lens, the capsule was unable to support the lens. The lens was removed without enlarging the incision and a vitrectomy was performed. Sutures closed the wound after an acl was implanted. The reporter stated the incident was due to a pre-existing pt condition and there was no allegation against the products.

Manufacturer narrative:
Visual inspection of the returned product showed that a haptic was bent and there was a clear surgical residue on the lens.